Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during a trans sphenoidal case, while using aqm with sonopet, the pt. Was burned on the nasal sill to the side of the face. The gen was set to 40/50 with low saline flow. Investigation conclusion: the reported issue was not confirmed. The patient injury allegation could not be replicated in the laboratory environment. Several instances of cosmetic insufficiencies were observed, including coagulum buildup on the electrodes, flaking/peeling of the right electrode, cut saline tubing, and a cracked overmold at the base of the electrodes. However, as functional testing was prohibited due to the legal hold nature of the complaint, it is not possible to directly attribute the cosmetic observations to any specific functional failure. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a transsphenoidal case, the surgeon reported a 1cm x 3cm superficial burn on the nasal sill to the side of the patient's cheek. The surgeon was utilizing an aquamantys device and an ultrasonic aspirator; however, it could not be determined what caused the burn. The surgeon believes it may have been saline run off. The burn was treated with antibiotic creams.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.